Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ileocecal resection surgical procedure, arm 2 was not working properly during roll-in. The customer said that when pushing the instrument clutch button arm 2 was hard to move. After system restart, the issue re-occurred. The technical support engineer (tse) advised to restart the system with patient side cart (psc) hard power cycle. The customer applied the epo and tried again, but the issue persisted. The procedure was converted to laparoscopic surgery with no indication of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure converted to laparoscopic surgery due to arm error. The system was rebooted to resolve the issue. The patient tolerated the change and there was no reported injury. The universal surgical manipulator (usm) was returned for failure analysis and the reported was confirmed and replicated. In logs, it confirmed error 23008/23137 on axis 1. Upon visual inspection issues were found that would be related to the reported issues. The unit was installed onto a golden system and passed. The unit was then installed onto a patient side cart fixture test platform (pftp), and failed the sensors check and the sine cycle both failing on axis 1. Once tested was completed, the yaw was tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.